Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted; therefore, a technical analysis cannot be conducted. Without . Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead triggered a lead safety switch (lss) and was suspected to be fractured, the rv lead exhibited high out of range pacing impedance of greater than 2500 ohms along with high capture threshold at five volts at 0.4 millisecond and loss of capture (loc). Subsequently, surgical intervention was performed to capped and replaced the rv lead. In addition, the physician also decided to replace the device since the battery reached elective replacement time (ert) indicator. No additional adverse patient effects were reported.